Manufacturer narrative:
Model #: bat360936 - battery. Device available for evaluation: yes. Returned to manufacturer: 08/24/2017. Device evaluated by MFR: yes. Device manufacture date: 12/02/2016. (B)(4). Model #: bat220454 - battery. Device available for evaluation: yes. Returned to manufacturer: 08/24/2017. Device evaluated by MFR: yes. Device manufacture date: 07/01/2016. (B)(4). Model #: bat220334. Device available for evaluation: yes. Returned to manufacturer 08/24/2017. Device evaluated by MFR: yes. Device manufacture date: 06/29/2016. (B)(4). Model #: bat220014 - battery. Device available for evaluation: yes. Returned to manufacturer 08/29/2017. Device evaluated by MFR: yes. Device manufacture date: 06/23/2016. (B)(4). Model #: bat220013 - battery. Device available for evaluation: yes. Returned to manufacturer 08/24//2017. Device evaluated by MFR: yes. Device manufacture date: 06/23/2016. (B)(4). Model #: bat216871 - battery. Device available for evaluation: yes. Returned to manufacturer 08/28/2017. Device evaluated by MFR: yes. Device manufacture date: 08/28/2017. (B)(4). Model #: bat221592 - battery. Device manufacture date: 08/31/2016. (B)(4). It was reported that the patient was experiencing power switching events. One controller (B)(4) and six batteries (B)(4) were returned for evaluation. One battery (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed that the controller, (B)(4) , contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) - battery. Device available for evaluation: yes. Returned to manufacturer 2017-oct-24. Device evaluated by MFR: yes. Device manufacture date: 2016-aug-03. It was reported that the patient was experiencing power switching events. One controller ((B)(4)) and seven batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis of (B)(4) revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that three of the batteries also had a communication error and two of the batteries exhibited a critical battery alarm.

Manufacturer narrative:
Product event summary: one (1) controller and seven (7) batteries ((B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) as well as power switching due to communication errors involving (B)(6) . Data log files also revealed multiple instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Additionally, analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(6) within the analyzed period. Analysis of the alarm logs files also revealed multiple critical battery alarms involving (B)(6) due to the batteries depleting below 10% rsoc. As a result, the reported events were confirmed. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries and/or the patient allowing the batteries to deplete below 10%. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(6) UDI #: asku h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 19, 12 d4: serial #: (B)(6) UDI #: asku h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 19, 12 d4: serial #: (B)(6) UDI #: asku h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 19, 12, 4307 d4: serial #: (B)(6) UDI #: asku h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 19, 12, 4307 d4: serial #: (B)(6) UDI #: asku h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 19 d4: serial #: (B)(6) UDI #: asku h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 19 d4: serial #: (B)(6) UDI #: asku h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 67. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: model# battery/bat220454. (B)(4), model# battery/bat360936. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per additional information received from the site, all previous reported serial numbers for the batteries are not part of this complaint. All previous reported batteries were inadvertently included in the complaint. All six (6) battery serial numbers have been updated accordingly to the reported event. Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 31-dec-2017. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 31-jul-2017. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 30-jun-2017. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 30-jun-2017. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 30-jun-2017. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 30-apr-2017. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information battery serial number (B)(4) was re-added after being initially reported, then corrected and removed. The device was confirmed that it is indeed part of the complaint (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: (B)(4) - battery / catalog number 1650de / expiration date: 31-jul-2017. Product not received - not returned to manufacturer. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-jul-2017. Product not received - not returned to manufacturer. (B)(4). (B)(4) battery / catalog number 1650de / expiration date: 31-aug-2017. Product not received - not returned to manufacturer. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-jul-2017. Product not received - not returned to manufacturer. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-jul-2017. Product not received - not returned to manufacturer. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-aug-2017. Product not received - not returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that there was power switching on the controller. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.